Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(4) revealed that the device passed visual examination; functional testing revealed that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. Functional testing of (B)(4) also revealed a faulty weld between one of the cell pairs, which likely resulted in the over-voltage condition. Failure analysis of (B)(4) revealed that the output connector was worn, resulting in a loose connection with the controller power ports during bench testing. The reported "not charging" event in relation to (B)(4) and the reported "poor mechanical connection" event in relation to (B)(4) could not be confirmed. However, it is likely that the malfunctions were reported in reference to the incorrect batteries, as (B)(4) exhibited a poor mechanical connection and (B)(4) was unable to charge during testing. Based on the available information, the most likely root cause of the "poor mechanical connection" event can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. An internal investigation was opened to determine the root cause of bent/damaged pins battery connectors. The most likely root cause of the "not charging" event can be attributed to a lifted cell weld, which caused an over-voltage condition. The root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Additional products: d1: heartware ventricular assist system ¿ (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a second battery was returned to manufacturer due to not charging. The battery subsequently tested outs ide of specification during manufacturer's analysis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was unable to establish a secure connection to the power port of the controller. The battery was exchanged. No patient complications have been reported as a result of this event.